Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7098920.

Event description:
It was noted that patients lead had migrated and loss its coverage. The patient underwent a lead repositioning procedure and was doing well post operatively.